Manufacturer narrative:
The customer requested assistance from a philips representative. The customer explained that the battery for their device was less than two years old but needed to be replaced. The service order was initiated as a means for the customer to place an order for a replacement battery. An evaluation of the device was not required.

Event description:
It was reported to philips that the battery for the device was faulty and needed to be replaced. It was noted by the customer that the defective battery was manufactured in june 2017. There is no patient involvement.